Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer and their biomedical engineer (biomed) did not request getinge to evaluate the iabp after this incident. However, the biomed contacted the local getinge field service engineer (fse) who instructed him to check the battery latches. Getinge had performed preventive maintenance (pm) on the customer's iabp a month prior, and the biomed discovered that the battery latches were left unlatched, post pm. The biomed latched the batteries and informed the getinge fse of their findings.

Event description:
It was reported that during patient transport the cs300 intra-aortic balloon pump (iabp) stopped working and completely shut off while operating on battery power. The registered nurse (rn) plugged pump into ac power on the transport vehicle and the iabp worked for a short term, then shut off again. It was observed that the iabp would shut off only when they hit a "bump". The patient's systolic pressure went from 130 to 60 both times the iabp shut off. There were no further complications and patient arrived at destination in stable condition; therapy was continued on an iabp pump provided by destination facility. There was no patient death reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during patient transport the cs300 intra-aortic balloon pump (iabp) stopped working and completely shut off while operating on battery power. The registered nurse (rn) plugged pump into ac power on the transport vehicle and the iabp worked for a short term, then shut off again. It was observed that the iabp would shut off only when they hit a "bump". The patient's systolic pressure went from 130 to 60 both times the iabp shut off. There were no further complications and patient arrived at destination in stable condition; therapy was continued on an iabp pump provided by destination facility. There was no patient death reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Corrected field: (the DHR statement was wrong in the supplemental MDR as well - see above)

Event description:
It was reported that during patient transport the cs300 intra-aortic balloon pump (iabp) stopped working and completely shut off while operating on battery power. The registered nurse (rn) plugged pump into ac power on the transport vehicle and the iabp worked for a short term, then shut off again. It was observed that the iabp would shut off only when they hit a "bump". The patient's systolic pressure went from 130 to 60 both times the iabp shut off. There were no further complications and patient arrived at destination in stable condition; therapy was continued on an iabp pump provided by destination facility. There was no patient death reported.